Event description:
It was reported when using the pyxis medstation es system not detected on the communication bus. The customer stated that delay occurred due to nursing had to go to another station for medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no power light for rowboard. A field service engineer replaced rowboard and reseated all connections. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.